Event description:
It was reported to philips that the system failed to produce x-rays. The system was in clinical use. There was no reported patient or user harm. The patient was moved to another room. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system failed to produce x-rays and giving an error message 'tube problem¿. Review of the log files showed internal power supply (ips) of the generator and certeray generator related issues. Upon troubleshooting, the fse found that the cause for the issue was certeray ips power supply. Fse checked the power to the xray cooling unit as it was not running. No power from the supply. The defective parts were returned for analysis, for ips certeray malfunction was observed, the failure was confirmed and 24v power supply has been found to be defective. However, the replacement of ips certeray r5 generator component by the fse has resolved the reported issue. After replacing, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.